Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported non-recoverable error 319 on universal surgical manipulator (usm) 3. The caller confirmed customer hard power cycled the system, but issue persisted. Customer was proceeding the surgery with three arms. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon was unknown. The issue was identified during procedure and ports were placed. System functionality was checked upon powering on and the system booted up with no issue. The system did initially power on without errors. The procedure was completed with three arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported error was confirmed and replicated. Upon visual inspection the rolling loop was found to be damaged. The unit was installed onto a golden system and failed normal mode triggering error 319. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit failed the check, all boards pointed to the axes controller carriage (acc) and also the fiber test pointing to the rolling loop fibers assembly. The complaint was confirmed based on the failure analysis. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 319 "a node configured to be present did not respond during system starting up" the probable root cause of error 319 may be attributed to a faulty rolling loop fiber assembly within the affected usm. When communication through this assembly is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.